Event description:
Consumer reported a past adverse event had occurred while using the true metrix meter; customer did not have the test strips she was using at the time of the adverse event and was unable to provide lot information. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2021 she had "fallen over" while at a gas station. Customer stated that she had not passed out, as she is able to recall the details of what had happened. An ambulance was called and when the emt's had performed a blood test, the customer's blood glucose test result had been 38 mg/dl; customer stated she had not eaten that morning. Customer was taken to the hospital where her blood glucose test result upon arrival had been 16 mg/dl fasting. Customer was diagnosed with hypoglycemia, treated with an IV drip (unknown if saline or glucose) and was admitted. Customer stated she developed pneumonia while hospitalized. Customer was discharged on (B)(6) 2021 and was advised to follow-up with her pcp. Customer advised that she has not been able to test since she got out of the hospital. Customer is now using a different lot of test strips and reported complaint on 12/21/2021 for error message (e-0) - internal report reference number: (B)(4).

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.